Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship between the reported event and the device. Functional evaluation was performed and a leakage was confirmed. Review of the manufacturing records for the reporting lot 22112237 found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Review of complaint history found no others similar complaints for either the lot number or the sterilization run in the past. While the complaint was confirmed, a definitive root cause could not be determined. Potential factors related to the manufacture of the device that may lead to leakage include, but are not limited to: 1. Improper filling technique. 2. Damaged shell. 3. Failure to use the 21g hypodermic needle recommended in the dfu. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue to monitor for similar complaints/trends. A complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected the instructions for use in the directions for use were reviewed to determine if indications ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section on surgical precautions as follows: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can happen at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if saline solution leaks when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope.

Event description:
The expander could not be filled after surgery. The expander could be filled twice. Volume reduced after the 2nd filling, 3rd filling was no longer possible.